Event description:
It was reported that approximately a week post implant, the patient presented to the emergency room with complaints of right chest wall stimulation. It was determined that the right atrial (ra) lead had pulled back into the superior vena cava (svc). The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.